Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code upon interrogation. The hcp stated they were able to see the last automatic capacitor reform and charge remaining information, but all other data was unavailable and a message displayed reporting limited device functionality. Boston scientific technical services (ts) suggested performing four manual capacitor reforms to test whether the issue was the result of MRI exposure. A field representative performed the capacitor reforms and the fault remained indicating a device failure. The device was explanted and replaced shortly thereafter. No additional adverse patient effects were reported. This product is no longer in service.

Event description:
Additional information was later received via a user facility medwatch report indicating the patient initially presented to facility exhibiting symptoms of dyspnea with bilateral leg swelling. While in the hospital the patient was also treated for non-sustained ventricular tachycardia (vt) which later progressed to atrial fibrillation (af) for which they were treated and subsequently evaluated by an electrophysiologist. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Tachycardia therapy was not available from the device. The multiple capacitor charge timeouts were confirmed as the device failed to charge. The device case was removed and internal visual inspection found electrolyte leakage from the high voltage capacitors. Arcing was found internal to one of the capacitors. The device failures identified during laboratory analysis are consistent with the reported clinical observations.